Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned for investigation. Data log review was not required for this case. According to the clinical details, the pump was removed after it position was reported in the aorta. Vascular surgery was successfully performed after the perclose device failed. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The us complainant had a cp support ongoing for a patient admitted in with a cerebral vascular accident and hypertension. The patient was referred for coronary artery bypass graft and the cp support. The cp supported until care was escalated to the 5.5 after one day of support. When the groin was closed at the explant there was difficulty achieving hemostasis and the team had to surgically close. A vessel perforation/dissection was found. The patient is successfully supported on the 5.5 placed via the axillary. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿